Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect following a car accident and was admitted to the hospital. The stimulation was turned off and tests were done to prove that one of the leads fell off. She only had issues with her left leg, but now she lost feeling in her right leg. Further follow up is not possible.